Event description:
Epicardial lead failed capture test post op. The physician elected to explant the device. The patient was stable with no reported adverse symptoms/conditions.

Event description:
Epicardial lead failed capture test post op. The physician elected to explant the device. The patient was stable with no reported adverse symptoms/conditions.